Manufacturer narrative:
Device eval: the eval has not been completed. The user did not specify if this was initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the eval has been completed. Eval: method- process eval. Results - results pending completion of eval. Conclusions: conclusion not yet available-eval in progress.

Event description:
The user reported that during a percutaneous transluminal angioplasty shunt procedure, the rotator on the squirt detached while infusing urokinase. No harm or injury was reported.